Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) prematurally depleted. The device reached based on a long charge time. It was implanted approximately 4 years.